Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Specific event date is unknown, but during the week of (B)(6). Procedure performed: unknown. Event description: this was a bariatric case that the rep was not present for. The trocar buckled at the cannula and upon insertion of the obturator, the lower portion of the cannula broke. The fragmented cannula fell into the patient and the surgery was changed from a laparoscopic one to an open surgery in order to retrieve the piece/pieces. All the particulates were retrieved. Product available for return. Additional information was received via email on (B)(6) 2022 from applied medical representative: the bend/break occurred at the shaft. Unsure of how the trocar was inserted or if there was difficulty during insertion. The break was partially jagged but appears clean as pieces "seem to match up like a puzzle". The trocar was used with a robot. Unsure of what the brand and size of clamp was used. The patient status is "good". Unsure the date of procedure, name of procedure, and lot number. Intervention: went from laparoscopic surgery to open surgery in order to retrieve the broken parts. Patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to the wall thickness of the cannula. It is also possible that a contributing factor was the cannula being was more susceptible to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section h6 heath effect - impact code was updated to 4627.

Event description:
Specific event date is unknown, but during the week of november 14 - 17. Event description: this was a bariatric case that the rep was not present for. The trocar buckled at the cannula and upon insertion of the obturator, the lower portion of the cannula broke. The fragmented cannula fell into the patient and the surgery was changed from a laparoscopic one to an open surgery in order to retrieve the piece/pieces. All the particulates were retrieved. Product available for return. Additional information was received via email on 07dec2022 from an applied medical representative: the bend/break occurred at the shaft. Unsure of how the trocar was inserted or if there was difficulty during insertion. The break was partially jagged but appears clean as pieces "seem to match up like a puzzle". The trocar was used with a robot. Unsure of what the brand and size of clamp was used. The patient status is "good". Unsure the date of procedure, name of procedure, and lot number intervention: went from laparoscopic surgery to open surgery in order to retrieve the broken parts. Patient status: good.